Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus service operation repair center (sorc). Omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown. However there was the possibility that the reported phenomenon was attributed to the insufficient reprocessing of the device by the user.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing the foreign matter came out from the instrument channel of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.